Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number : (B)(4); batch/lot number: 5070908; model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2317-70; serial number : (B)(4); batch/lot number: 20775463; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg and lead sites. Symptoms of drainage at the pocket, swelling, red and puffy were noted. Also, patient had chills. Infection was believed to be not procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.